Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2007 and the mesh was implanted. The mesh has eroded and splintered into other parts of body such as bladder and vagina. It was also reported that the mesh has splintered and entered other parts of lower abdomen causing nerve damage resulting in experiencing pain, inflammation and decrease mobility. As the patient stated, there is a high likelihood the mesh has caused to develop two hernias. The mesh was explanted on (B)(6) 2016. No further information is available.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.